Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.0, second test inr = 1.3.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.0, second test inr = 1.3, mean = 1.15; sd = 0.21; %cv = 18.4%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.